Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received information on resetting the pump and attempted this with the help of technical support. However, the malfunction persisted, and the pump was replaced. The customer was to use multiple daily injections as a backup therapy until the replacement pump was received. Technical support provided instructions on returning the problematic pump and steps to take upon receiving the replacement, which the customer understood and acknowledged.